Manufacturer narrative:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor displayed a service code 204 (belt/monitor unusable) and was unable to complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires and the guide pins within the connector. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor.

Event description:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found.